Event description:
The patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of device with the patient's outcome.

Manufacturer narrative:
The investigation for the high purge pressure (hpp) has been completed. The data logs showed that about six days into support there was a sudden rise in purge pressure and drop in purge flow over five minutes. There are no motor current spikes prior to this. There are hpp and purge system blocked alarms. The purge flow tick stalls. The purge cassette was changed but did not resolve the issue. The pump was received for evaluation. Hpp was not reproduced in a bucket of water when purged. Hpp still did not reproduce when the pump was run. There was no biomaterial in the purge gap. There was no change in motor current at the time of the sudden spike in purge pressure. The root cause of the hpp was most likely a kinked purge line. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 address line 2 revised as previously entered incorrectly. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 medical device problem code was revised from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported an unknown age male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. A sudden increase in purge pressure during patient care was observed. The issue was not resolved by replacing the purge set, but rather, the pump was replaced to resolve the issue. There was no report of patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿